Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
It was reported that patient underwent posterior fusion (l1-5) for burst fracture on (B)(6) 2025. For the case of burst fracture for l3, primefs screws were used for l1-5 and vbs for l3. The surgery was completed successfully without any surgical delay. X-rays showed that the rods on both sides were firmly fixed without protruding into the l5 screw. However, because the rod was installed from the caudal side, it was discovered that the thin part of the rod to grasp the rod was fixed to the l5 screw. It was thought that the set screw was not capturing the rod in only a little less than half of the l5 screw head. Since the torque had been applied, the surgeon decided to finish the surgery without re-installing them. During surgery, after fastening the rod, the surgeon confirmed using an image that the rod was properly protruding from the caudal (l5) screw. However, it was speculated that the surgeon removed the rod holder before final tightening and then performed the final tightening, which caused the rod to become displaced. The surgery was completed successfully without any surgical delay. Patient was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.